Event description:
The event involved a plum 360 infusion pump. It was reported that the pump was turned off but the free flow of the IV still happens. There was patient involvement and there was no report of harm.

Manufacturer narrative:
The device was not returned to the service center for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. A 12-month service did not indicate a similar event. The report stating: that "the pump was turned off but the free flow of the IV still happens" could not be confirmed.